Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed an alert when the rv defibrillation coil exceeded the programmed upper alert threshold, triggering the alert for high rv coil impedance. Follow up was completed and it was verified with the allied health professional (ahp) that no reprogramming has been completed at this time. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.